Event description:
It was reported that a patient underwent a hernia repair on (B)(6)2022 and the absorbable strap was used. It was reported that the tip of the tacker was broken. This was noticed in use on the patient. Another similar device was used to complete the procedure with no issue. There was no reported impact to the patient. There were no adverse patient consequences reported. Additional information was reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Was there a surgical delay in relation to the reported event? If yes, how many minutes was the delay? Ans: will update if received new information. 2. Was other medical intervention required? If yes, please specify details. Ans: will update if received new information. 3. Did any complications/adverse event occurred during the procedure? Please provide patient status/ outcome (please describe if any patient harm occurred and what is the patient¿s condition post-surgery): ans: no complications happened as the surgeon open a new package. 4. Kindly provide the following product details for the strap25r lot number: rhmjtd. 5. Status of product return: ans: device will be shipped. Device evaluated by MFR: this is an analysis of three photos submitted for review. During the visual analysis the following was observed: the photos show the product with the tip damaged by a dislodged cannula cap. The image is not clear to determine the failure mode. No conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 09/21/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Status of product return ans: the product have been discarded.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/22/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: three photos were submitted for review. During the visual analysis the following was observed: the photos show the product with the tip damaged by a dislodged cannula cap. The image is not clear to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.